Event description:
This catheter was being utilized for a diagnostic radiology procedure when it kinked in two different locations and could no longer be manipulated. The kinks occurred approx 20cm and 28cm from the catheter tip. The catheter was removed and there was no reported injury to the pt.